Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is same as or similar to product distributed within the u.s. Since the lot number is unknown, no batch review will be performed. The sample was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint, for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during drain 2 of 5, the home patient (hp) revealed that there was air in the patient line. The technical service representative (tsr) assisted the hp with ending the therapy, getting the set out, advised to start over with new supplies and advised to contact the nurse about the alarm. The hp wanted to continue with manual bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.